Event description:
"Proper troubleshooting had been performed and that pump was defective." The pump was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.